Event description:
It was reported that an unspecified number of 22g x 1.00in (0.9 x 25 mm) insyte autoguard bc experienced product damage. The following information was provided by the initial reporter: material no: 382523 batch no: 8303530. It was reported that the blood control valve is not working, the nurses are having to hold the pressure with their finger. Per incident form: the blood control valve did not work, but there was no exposure to blood. Called and spoke with customer on (B)(6) 2019 to get a better description of complaint and they stated that the nurses were having to hold pressure with their fingers.

Manufacturer narrative:
H.6. Investigation: the defect vent plug/loose/missing; could not be identified or confirmed, and cause could not be determined, as the units described in the product incident report were not returned for evaluation and testing. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of 22g x 1.00in (0.9 x 25 mm) insyte autoguard bc experienced product damage. The following information was provided by the initial reporter: material no: 382523, batch no: 8303530. It was reported that the blood control valve is not working, the nurses are having to hold the pressure with their finger. Per incident form: the blood control valve did not work, but there was no exposure to blood. Called and spoke with customer on (B)(6) 2019 to get a better description of complaint and they stated that the nurses were having to hold pressure with their fingers.